Event description:
It was reported that during a drug-eluting stenting treatment procedure, a shaft break occurred. The target lesion was located in the mesenteric artery. A 16 x 5.00 mm liberte bare metal stent delivery system (sds) was loaded onto a non-bsc guide wire and was unable to advance into the guide catheter. Upon removal of the sds from the guide wire, the shaft broke and separated outside the pt. The sds was successfully removed with the guide wire locked in the lumen of the sds. An attempt to stent the target lesion with another MFR's device was also unsuccessful, so the target lesion was not stented and the procedure was completed. There were no pt complications and the pt's current condition is listed with "no injuries".